Event description:
Customer reported the panorama central station shut down during a power failure at the facility, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included reprogramming the system's transmitters and server. System was tested factory's specifications.